Event description:
This patient was undergoing a mitral valve replacement procedure. The endocoronary sinus catheter was placed using transesophageal echocardiography. A sinogram indicated satisfactory placement and revealed that the coronary sinus was rather short with the catheter tip located near the first branch. One cc of fluid was placed in the balloon during the sinogram. While preparing to cannulate the ascending aorta, the surgeon saw blood in the pericardial space consistent with tamponade. A median sternotomy was performed, and a tear was found in the coronary sinus. The tear was repaired and the operation was completed. The pt recovered without further complications. The attending anesthesiologist stated that this pt had very fragile tissues secondary to chronic steroid therapy for rheumatoid arthritis.